Event description:
It was reported that this artificial urinary sphincter was removed due to erosion. During an unrelated procedure, the device was not deactivated and a large catheter was placed. A cystoscopy was performed and identified urethral erosion along the left lateral aspect of the bulbar urethra. Upon explant, the physician noted a lot of spongio fibrosis and scar tissue in the region of the cuff. Once the cuff site was entered and opened, a lot of purulent material was released that had been trapped in this region. The tissue in the cuff region was found friable and inflamed due to the likely urinoma which had collected in the subcapsular space due to the erosion. The area was cleaned up and debrided to allow for healing prior to any further device placement. No further patient complications were reported.

Manufacturer narrative:
The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, the components underwent a thorough analysis. The cuff, balloon, and pump were visually inspected. No damage or abnormalities. The cuff, balloon, and pump passed the leak test performed. The pump passed functional testing and performed within product specifications. Based on the information available and analysis results, the clinical events of erosion, inflammation, swelling, infection, and fibrosis were not confirmed with a conclusion cause of known inherent risk was assigned to this event.

Event description:
It was reported that this artificial urinary sphincter was removed due to erosion. During an unrelated procedure, the device was not deactivated and a large catheter was placed. A cystoscopy was performed and identified urethral erosion along the left lateral aspect of the bulbar urethra. Upon explant, the physician noted a lot of spongio fibrosis and scar tissue in the region of the cuff. Once the cuff site was entered and opened, a lot of purulent material was released that had been trapped in this region. The tissue in the cuff region was found friable and inflamed due to the likely urinoma which had collected in the subcapsular space due to the erosion. The area was cleaned up and debrided to allow for healing prior to any further device placement. No further patient complications were reported.